Event description:
During the procedure in the nicu at the medical center, the lateral seals of a plastibell ring disrupted upon application of the cotton ligature. In effect, this caused a "bi-valve mollusk" type compression injury resulting in a 160 degree circumferential, deep laceration of the glans penis of the patient. Using direct pressure to control oozing, the patient lost ~ 3.2 ml of blood from the laceration; and, was subsequently transported to a children's hospital for consultation and evaluation by pediatric urology and plastic surgery. Rptr is generating a report on this procedural complication; and, has secured the device in a lock-box.